Manufacturer narrative:
This report is being submitted to update the information in sections b5 and h6.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted approximately five years after implant. No product allegations have been received at this time. This ICD was successfully replaced. No additional adverse patient effects were reported. Additional information was received and it was reported that this ICD was explanted due to a fracture in the right ventricular (rv) lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted approximately five years after implant. No product allegations have been received at this time. This ICD was successfully replaced. No additional adverse patient effects were reported.